Manufacturer narrative:
Based on the claim against the product by the customer noting arm 2 was faulting an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to correct reported problem. System tested and verified as ready for use. Isi has received the usm for failure analysis, and the reported failure was confirmed and replicated. The unit was tested an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a psc fixture test platform (pftp) and failed the fiber test on the rolling loop. The rolling loop fiber was swapped with a new one and the error went away. The original rolling loop fiber was reconnected, and the error returned. The rolling loop assembly will be replaced as a fix. Root cause of the error 319 is due to component failure. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) and patient anatomy contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they received a non-recoverable fault that will not recover. The customer stated arm 2 was faulting during the surgery. The tse viewed onsite logs and found 319 on arm 2 and asked the customer to cycle systems power, turn the emergency power off, and circuit breaker down on the patient side cart. The surgeon decided to convert to laparoscopic due to the patient anatomy issue. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed they had complications with the arm after it malfunctioned, and the surgeon converted to laparoscopic surgery. The issue with the patient was physically health related. The nurse did not want to say what was going on with the patient and why it was converted. He said it was not a robot related issue because the outcome for the patient would have been the same stopping the robot and converting. The surgeon went into the procedure anticipating the possibility of converting due to patient anatomy.